Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device was set for 60 beats per minute, but the device had been down in the 50's and the patient was wondering if that was "normal." The device is still in use. No patient complications have been reported as a result of this event.